Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and subsequently expired. This is alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional info has been requested and will be submitted upon receipt accordingly.